Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2020-02991. It was reported that when the patient presented remotely via merlin.net transmission, noise was observed on the right ventricular lead. The lead was explanted on (B)(6) 2020. The patient expired the same date due to torn supra vena cava (svc) as the result of laser lead extraction.